Manufacturer narrative:
Title: difficult tracheal tube passage and subglottic airway injury during intubation with the glidescope videolaryngoscope: a randomised, controlled comparison of three tracheal tubes source: anaesthesia 2017, 72, 504¿511. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation it was reported that the patient suffered from subglottic airway injury.